Manufacturer narrative:
The event occurred in japan. It was reported that the on (B)(6) 2025 a v-a ECMO started. At 18 p.m. A pump signal error (sig error) occurred on the rotaflow console (rfc) with s/n (B)(6) , and creme was reapplied, but error persisted. The device has been replaced with another device without consequences for the patient. On the replacement rotaflow device the same signal error (sig error) occurred again. Afterwards the patient has been weaned of the device and no harm to the patient has been reported. Due to exchange of the device during use a report is required. The patient data was not shared by customer. As stated by the ssu (sales and service unit) dated on (B)(6) 2025 a getinge field service technician investigated the affected rotaflow console with s/n (B)(6) and was able to confirm the reported "sig error". The used contact creme was solidified/dried out which led to the reported failure. No parts has been replaced. The device is back in clinicial use. Based on the investigation results the reported "sig error" could be confirmed but no product related malfunction. The most probable root cause could be determined as a handling issue. The solidified/dried out contact creme which lead to the reported failure was not applied as described in the instruction for use. The review of the non-conformities was performed on 2025-03-14 and during the period of (B)(6) 2013 to (B)(6) 2025 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2010-3-02-22. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. 6.2 reapplying ultrasonic contact cream the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. The error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in japan. It was reported that the on (B)(6) 2025 a v-a ECMO started. At 18 p.m. A pump signal error (sig error) occurred on the rotaflow console (rfc) with s/n (B)(6), and creme was reapplied, but error persisted. The device has been replaced with another device without consequences for the patient. On the replacement rotaflow device the same signal error (sig error) occurred again. Afterwards the patient has been weaned of the device and no harm to the patient has been reported. Due to exchange of the device during use a report is required. Complaint ID: (B)(4).